Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sp force bipolar instrument to perform failure analysis. The sp force bipolar instrument was found to have a dislodged proximal clevis at the weld. The proximal clevis was found to be dislodged from the snake wrist. Both welds are present. As a result, the proximal clevis moved laterally when the grip knob is manually articulated. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port (sp) force bipolar instrument was moving abnormally and was not opening properly. Upon inspecting the instrument, it was confirmed that the shaft was incomplete and broken. As the surgery was already finished, it was terminated in that state. The procedure was completed with no reported injury.